Manufacturer narrative:
Initial.

Event description:
It was reported that the inner screen of an ilet pump became shattered while the user was playing sports at a diabetes camp, rendering the display unreadable though touch response persisted; the device problem involved a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that resulted in a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.